Event description:
The patient is enrolled in the (B)(6) clinical study. The patient experienced lv loss of capture with symptoms of dyspnea. The issue was resolved via reprogramming.

Manufacturer narrative:
(B)(4).